Event description:
It was reported that emergency medical services (ems) were called due to the customer experiencing an elevated blood glucose level of 508 mg/dl and an unspecified ketone level. The customer delivered a bolus prior to calling ems in attempt to resolve the high bg. Subsequently, the customer was taken to the emergency room and admitted to the hospital. The customer was treated through intravenous saline and insulin while in the hospital. Reportedly, the cause of the reported issue was due to the pump getting warm to the touch despite being in room-temperature conditions. The customer alleged this caused the insulin in the cartridge to heat up. Customer was released from the hospital on 3(B)(6) 2024 with the reported issue resolved and no permanent damage. Customer reverted to an alternate tandem insulin pump for insulin therapy.